Event description:
Patient was implanted with 3.5mm lcp olecranon plate and screw construct on (B)(6) 2012. Patient complained of painful hardware. Patient was returned to the or on (B)(6) 2012 for removal of hardware. Patient was not revised to any additional hardware as the patient was reportedly healed. This is 3 of 7 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.